Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Reviewing saver evo sent from customer the distributor noticed a low battery prompt had been given. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured on the (B)(6) 2016 under lot no. A2477. All pad-pak¿s were subjected to a battery voltage test on the (B)(6) 2016 with no recorded fails, 20 of those pad-paks were shipped to ¿via medici¿ on the (B)(6) 2016. Suspected incorrectly installed pad-pak. No fault found with the returned sam 350p. The device was reported to have logged a low battery prompt in saverevo, which was identified by the customer during review of the memory. There were no low battery fails recorded in the history log, and the user accessible memory was erased prior to the (B)(6) 2020. However, it was noted there an incomplete power on occurred on the(B)(6) 2019, which likely relates to the reported fault. An incomplete power on would indicate power had been removed from the device, resulting in it being unable to enter the shutdown sequence. This would have resulted in an erroneous low battery being logged saverevo and a nonsensical duration in the history log. There would be no audio prompt given for low battery. The low battery, displayed on saver evo, would only have been identified during the post-event review. The sam 350p performed to specification throughout the investigation. No measurable fault was identified on the membrane or the pcba that could have led to a low battery warning, and no excess current drain was identified on the device. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The reported fault could only be replicated by removing the pad-pak to power off the device while the device was in monitoring (analysing) mode. It is therefore possible that the reported fault was due to removal or incorrect seating of the pad-pak during the manual power on recorded on the (B)(6) 2019. It is a policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Reviewing saver evo sent from customer the distributor noticed a low battery prompt had been given. There was no patient involved in this event.